Event description:
It was reported that the right ventricular (rv) septum lead had dislodged multiple times. On the day it was implanted, it had dislodged and was repositioned. On the following day, the lead had dislodged again. It was noted that there was meat caught on the tip of the lead. The lead was replaced. The replacement lead was positioned on the apex of the heart. No additional adverse patient effects were reported.

Event description:
It was reported that the right ventricular (rv) septum lead had dislodged multiple times. On the day it was implanted, it had dislodged and was repositioned. On the following day, the lead had dislodged again. It was noted that there was meat caught on the tip of the lead. The lead was replaced. The replacement lead was positioned on the apex of the heart. No additional adverse patient effects were reported. Additional information received from the field indicates that the dislodgement was confirmed through an x-ray after the electrocardiogram (ECG) waveforms were not consistent with the lead placement. The device was returned for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance. Measurements were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities.

Event description:
It was reported that the right ventricular (rv) septum lead had dislodged multiple times. On the day it was implanted, it had dislodged and was repositioned. On the following day, the lead had dislodged again. It was noted that there was meat caught on the tip of the lead. The lead was replaced. The replacement lead was positioned on the apex of the heart. No additional adverse patient effects were reported. Additional information received from the field indicates that the dislodgement was confirmed through an x-ray after the electrocardiogram (ECG) waveforms were not consistent with the lead placement. The device is expected to return for analysis.